Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released in accordance to the product specifications. The device was not received for evaluation, therefore no further investigation could be performed or any conclusion could be drawn. Small bowel obstruction may occur following pelvic procedures due to adhesions in the pelvis and/or inflammatory/infectious changes in the fat and may not necessarily be related to the device. Anastomotic leakage (including abscess) is one of the most common complications of colorectal anastomotic procedures especially in patient with risk factors such as obesity. The current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices.

Event description:
Anastomosis with the colonring was created in a (B)(6) hypertensive, obese patient suffering from perforated diverticulitis. On oct 04, he underwent anterior resection with tme surgery. On pod 16 (oct. 20), the patient was re-admitted due to abdominal pain: an abdominal abscess was diagnosed and was treated with percutaneous drainage. On nov 2 (pod 29), he re-hospitalized again and operated due to small bowel obstruction. He has tolerated the procedure well.